Event description:
The hospital biomed reported to philips that the energy setting selected was different than what was selected by the therapy knob.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint remains under investigation. A follow up report will be submitted, upon completion of the investigation.